Manufacturer narrative:
This occurred on an unknown date in february 2017. (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an irrigation set had air in the line. This occurred before patient use. It was stated that it was impossible to avoid air coming into the sets during preparation. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The actual sample was not returned. However, a companion sample was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The sample was gravity tested and no leaks or air were observed. Further leak testing was performed an no leaks were identified. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.